Event description:
It was reported that during a routine follow up the right atrial (ra) lead was explanted due to perforation in the heart wall confirmed by computed tomography (CT). Also it was noted that this lead exhibited loss of capture and high pacing threshold measurements. Subsequently, the lead was replaced succesfully. Product returned to boston scientific where it is currently bein investigated. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements (throughout these tests) were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Supplemental report was created to correct and add the following: h. Device manufacturers only . 3. Device evaluated by manufacturer. 6. Adverse event problem in health effect - impact code, component code, type of investigation, investigation findings and investigation conclusions. 7. If remedial action initiated, check type. 10. Additional manufacturers narrative.

Event description:
It was reported that during a routine follow up performed a few days after implant. It was suspected that this right atrial (ra) lead had perforated the heart tissue. A computed tomography (CT) confirmed the perforation. As result, the lead was surgically replaced. No additional adverse patient effects were reported.